Event description:
Customer reported that the insulin pump had alarmed for a button error. The blood glucose reading was 200 mg/dl. Customer stated that the insulin pump may have been exposed to moisture as she wears it on a wristband and stated that it had been hot. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.